Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient stated they were in the hospital for diabetic ketoacidosis and gastroparesis. The patient reported that they were treated with lyumjev, gabapentin and celecoxib. It is unknown why the patient was provided gabapentin and celecoxib for this specific event. The patient stated that the cgm was displaying 45 mg/dl while their bg was 318 mg/dl. At the time of the report, the patient was feeling better. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.